Event description:
After hip replacement, problem started right away. Pt has large amount of inflammation around prosthesis. Physicians question whether the problem is metal shedding debris of the chromium. Implant slips and feels like it is coming out of place. Pt has been on pain meds since the implant. Area is very painful. Pt has been out of work due to this pain.